Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a large rash on her back. The patient was given a prescription of hydrocortisone from her physician. The outcome of the irritation is not known.